Event description:
A malfunction was reported on the customer's pump, specifically malfunction code 16-20e6, which caused the customer's blood glucose level to exceed a safe range, although the specific value was not known. The customer managed the high blood glucose level by using a manual injection. A third party provided normal assistance, but the customer was not incapacitated. Technical support confirmed that the customer's pump was part of a field correction related to the malfunction. Pump will be replaced, the customer will use multiple daily injections (mdi) as a backup.